Event description:
The facility reports a pump with door one and door two broken. Information regarding whether or not the device was in use on a patient when the problem was found was also not available and no additional contact information was provided. No record of any patient incident involving the pump since the last baxter service event.